Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient has a left ventricular assist device (lvad). This subcutaneous implantable cardiac defibrillator system was not assessed post lvad implant. Also, the shock impedance has dropped from 40 ohms at implant to 27 ohms. Technical services discussed options with the local representative. There were no additional adverse patient effects. The system remains implanted.